Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the left and right clutch was broken. No patient injury was reported.

Manufacturer narrative:
Other, other text: b5: additional information received via email and attached to complaint object: the event occured before the infusion; the event did not occur while in use with a patient. H6: event problem and evaluation codes: updated h10: device evaluation: the device was returned for investigation. A visual inspection and functional test were performed. Visual inspection found the device was missing the tamper seal and was cracked on top case, on right plunger case and bottom case and was missing battery. Error was found in the device ehl (event history log) multiple times. The customer stated problem was duplicated. Combination of lead screw and both clutch halves were found slipping due to normal wear. Normal wear, device was over 8 years old. Replaced lead screw and both clutch halves also upgraded the device software. Replaced top case, all the plastic parts of plunger assembly and bottom case also added battery due to missing battery. The cause of the reported problem was traced to the components failure. A DHR (device history review) was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. No causes or potential causes of the customer reported problem were found during the review of service and repair records., corrected data: d4: correction: model number: 4000 h4: correction: device manufacturing date: 15-may-2014